Manufacturer narrative:
(B) (4)

Event description:
Procedure type: sigmoidectomy. According to the reporter: the trocar dislodged from the patient body after one our of use. Then, it was confirmed that the balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. Patient status: ok. No further patient info available.